Event description:
A customer reported that a large volume infusor device leaked from an unspecified location. This was discovered before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from march 18, 2013 to march 19, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.